Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. Off no power alarm function properly and passed the self test. No unexpected battery out limit alarm noted. The device was received with no moisture damage on the electronic, motor, vibrator motor or battery tube assembly. No button error alarm noted. However, the unit was received with intermittent button response due to corroded keypad traces. The insulin pump also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose was 148 mg/dl. The customer stated that there was water visible in the reservoir compartment and by the battery, the keypad was unresponsive and the insulin pump alarmed button error. Troubleshooting was performed and the customer was provided with information. The customer stated that the insulin pump was exposed to water in the past, but there was no moisture visible before; button error had occurred around this time. The alarm history was unable to be checked due to unresponsive keypad. The customer had a question regarding a recall. Information was provided. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.